Event description:
It was reported the patient had stimulation in their left ribs but no coverage on the left side. Electrodes 4, 7, 14 and 15 were impeded and the first four electrodes were greater than 40,000 ohms. The health care provider (hcp) ordered a CT myelogram and will be replacing the entire system sometime in (B)(6) 2015.

Event description:
Additional information indicated that the lead and battery were replaced. The stimulation was effective after the replacement.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).